Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one ntlc55 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that before a whipple procedure, the first device the firing trigger was broken and the second device it did not fire at all. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.